Manufacturer narrative:
The full patient identifier was "(B)(6)" which would not fit in the field due to character limitations. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. Per the reported event this was not a failure. The breach that occurred was displayed on the navigation software correctly. The software functioned as designed. The most likely cause was operator technique and patient anatomy. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized a medtronic navigation system. There is no allegation to suggest that the navigation system caused or contributed to the reported event.

Event description:
A medtronic representative reported that during a spine fusion the surgeon inferiorly breached the vertebral body of t1 while placing a navigated screw. The navigation software correctly represented a breach trajectory while using the navigated drill bit. Because of the instability of the cervical anatomy and the pressure applied by the drill bit, it was difficult for the surgeon to understand the actual path created until the implant was placed. The surgeon removed the screw and successfully completed the surgery. After explaining the situation, dr. Kim seemed to understand what had happened and used the information throughout the rest of the surgery. There was no negative impact to the outcome of the patient. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized a medtronic navigation system. There is no allegation to suggest that the navigation system caused or contributed to the reported event.